Event description:
The customer stated that the pump continued running after the food was gone. The feeding bag tubing and the mickey extension were full of air. Rate and dosage provided were 100 ml/hr and infinity. There was no pt impact reported.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty, pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be duplicated. Moog clinician nurse instructed the customer on how to set an appropriate dosage and how to deliver the feeding through the g portion of a mickey bj tube and informed that the bags are used for 24 hours.